Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the dso seal bubbled, upstream occlusion (uso) seal worn, lens scratched, battery door cracked, battery compartment cracked, and latch lever loose. Event history log review was not applicable. Functional testing was able to replicate and verify the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had downstream occlusion (dso) seal degradation. There was no patient involvement and no patient harm.